Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The primary causal factor for the initial false non-reactive result is the low viral load of the sample combined with the dilution effect of the pooling procedure. The sample was tested in a pool of six (pp6), which applied a significant dilution factor to the already low concentration of hiv target. The dilution pushed the viral load concentration below the assay's lod for the pooled sample, resulting in a false non-reactive reading.

Event description:
There was an allegation of discrepant hiv results with the cobas®mpx kit (480t) from the cobas 8800 analyzer for a single patient. On 25-sep-2025, the initial pp6 sample generated a hiv non-reactive result. Repeat on alinity generated reactive results. 23-oct-2025, the same sample was repeated on another 8800 instrument and generated an hiv reactive result. The same sample was repeated the next day and generated a non-reactive result for hiv and hcv and a reactive result for hbv with CT 36.47. Serology testing was performed with advia, which generated a borderline positive result, and architect, which generated a negative result.